Event description:
Customer reports his accu-check softclix plus lancet device will not retract (catalog number 04628349001). Customer did not provide the location where the malfunction occurred. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.